Event description:
Pain - mouth [oral pain]. Metal spike that goes into the head has broken it snapped off and the head came off - oral-b [device breakage]. Case narrative: a parent reported via phone that the metal spike that goes into the oral-b toothbrush head on her 50 year old son's (male) toothbrush broke. It snapped off and the oral-b toothbrush head came off. The metal part was jagged and went into his cheek, which caused pain. No serious injury was reported. 19-dec-2023 case update: the suspect product lot was 3cv1640717. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.